Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the nurse hung potassium chloride 20mmol/50ml to run over 30 minutes through secondary set. Five minutes later, it was noted that the secondary bag was more than half empty. The nurse double checked the pump programming, appeared to be correct, and was verified with another nurse. The event occurred in intensive care unit. There was no patient harm. In a non-bd investigation, a sample fluid from the primary bag was sent to the laboratory to check for presence of potassium. It was then detected a high concentration of potassium in the primary bag and concluded that the event was due to backflow check valve failure.